Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that while attempting to treat a pt, the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt, due to the reported malfunction. Complainant indicated that subsequent was unable to duplicate the malfunction.